Event description:
The lens would not implant correctly in the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00266 for the intraocular lens used with this delivery device.